Event description:
Per the clinic, the patient underwent skin revision on (B)(6) 2013, due to skin overgrowth at the abutment site. The patient was given a kenalog injection (dosage not reported) and the excess skin was excised. During the procedure the abutment was exchanged. The implanted device remains.

Manufacturer narrative:
(B)(4). Implanted device remains.